Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 166, 120 and 116mg/dl. The customer's expected fasting blood glucose test result range is 91 to 98mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer educated of product proper storage environmental conditions customer states that the result of 86mg/dl is the wife result reading and that the 47mg/dl is a control solution test.